Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: the monopolar curved scissors (mcs) instrument underwent external and internal visual inspections, no issues detected. Manual articulation of inputs pass. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. No motion related issues were detected during the failure analysis. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a weakened external rotation with incomplete scissor bending in this position, followed by spontaneous, uncontrolled outward rotation from the back. The procedure was continued as planned. Isi followed up with the initial reporter and obtained the following additional information. The reporter confirmed that the event date was september 10th, 2025. There was an unspecified vessel injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.